Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument black wire was observed to be partly smashed. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found scratched yaw pulley. One side of the yaw pulley had scratch near the conductor wires caused to have damaged insulation. Additional observation related to customer reported complaint: the instrument was found to have a scratched yaw pulley. One side of the yaw pulley had scratch.

Event description:
Refer to h11 for follow-up information.